Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was received with an open book alarm and a pump error 35 in the formatted history file. The problem was isolated to the force sensor. No cosmetic damage was noted on the pump assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.